Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2016. One week post-op, it was reported that this patient experienced high intraocular pressure (44 mmhg) in the implanted eye. The patient was administered anti-glaucoma medication. The root cause for the high intraocular pressure was determined to be a tight scleral band. The patient underwent a surgical intervention on (B)(6) 2016 during which the surgeon loosened the scleral band. On (B)(6) 2016, the surgeon reported that the patient's intraocular pressure had dropped to 24 mmhg.